Event description:
The surgeon could not get the endoscopic disposable stapler to fire. Another stapler was opened and it worked fine. It could have been an error in loading due to the inexperience of the staff. Recently, the staff was in serviced on these devices again. This was a new learner issue.